Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿fails rotor error alarm test". The unit was triaged and the reported issue could not be confirmed at this time; the unit didn't fail for rotor. Firmware has been updated. The unit is in proper operation. The unit has tested and recertified. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that during testing the enteral feeding pump fails the rotor error alarm test. No patient was involved.